Event description:
The customer contact reported the patient rec'd more medication than intended. At an unspecified date and time, the device was possibly programmed to deliver an unspecified concentration of eparine 100ml, for a duration of 10 hours and the delivery was started. No specific programming parameters were provided, only an example of programming was provided. The customer contact reported that five hours after the delivery was started, the nurse noted the delivery was complete. No specific event details provided. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.